Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height drawer not detected on bus, which located on 8fl1. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to get the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 11 enhanced half height cubie drawer in the auxiliary all pockets were not detected on bus. A field service engineer replaced the worn retractor band and reseated the row board cable on the drawer controller and cubie trays. The system functioned as intended after the field service engineer repaired the device.